Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure a stent dislodgment occurred. The target vessel was the mildly tortuous diagonal off of the lad (left anterior descending) with calcium present in the distal left main as well. There was "a fair amount of resistance" to the stent and balloon due to the calcific nature of the vessels. An attempt was made to pull the stent delivery system back into the guide catheter. However, the stent came off of the balloon and became lodged in the left main. An attempt was made to snare the stent, but was unsuccessful. The stent was crushed against the vessel wall with a 2.5x23mm promus stent and the case was ended. The patient was under fluoroscopy for approximately two hours and experienced no symptoms during the procedure.

Manufacturer narrative:
(B) (6). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).